Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic discomfort ("I'm often seated, a position that was uncomfortable before but possible now") and metal poisoning ("overdose of two heavy metals: nickel and antimony, three times higher than normal/ poisonous inserts") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In 2014, the patient experienced menopause ("menopause"). On an unknown date, the patient experienced pelvic discomfort (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant), procedural pain ("pain from the laparoscopy wounds and in the tummy"), arthralgia ("joint pains/pain in my hips "), myalgia ("muscle pains"), respiratory disorder ("ent disturbances"), fatigue ("constant fatigue"), sexual dysfunction ("sex life reduced to nothing for so long"), musculoskeletal pain ("pain in my right buttock") and pain in extremity ("pain in my insteps"). The patient was treated with surgery (laparoscopy and essure removal). At the time of the report, the pelvic discomfort and pain in extremity was resolving, the metal poisoning, procedural pain, arthralgia, myalgia, respiratory disorder, fatigue and sexual dysfunction outcome was unknown, the musculoskeletal pain had resolved and the menopause had not resolved. The reporter considered arthralgia, fatigue, menopause, metal poisoning, musculoskeletal pain, myalgia, pain in extremity, pelvic discomfort, procedural pain, respiratory disorder and sexual dysfunction to be related to essure. The reporter commented: an article on a blog. She wanted to be sure that the poisoning was due to the inserts and to show proof to the surgeon who operated her. Physician stated that he would remove them from the tubes after ablation and that he would remove the ovaries to avoid any risk of cancer. She is (B)(6) at the moment of this report. She kept her poisons in a glass jar. She was as on convalescence for 18 days after device removal. The intestines which emptied themselves of gas after 3 days, but in her flesh. No drugs were taken. She was planning to have a plain film of the abdomen before the repeat check-up on (B)(6). And then in a few months, repeat screening to see whether she has detoxified. Diagnostic results: the blood tests to screen for heavy metals were performed in march. An overdose of two heavy metals: nickel and antimony, three times higher than normal. The allergy tests performed the screening were negative. 3-d ultrasound was performed in the day before the procedure in order to locate the inserts: they were indeed in the uterine tubes. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 24-jul-2017 for the following meddra preferred term: pelvic discomfort. The analysis in the global safety database revealed 26 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: coding request: for the event pain in my insteps the pt chest pain was recoded to pt pain in extremity. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic discomfort ("I'm often seated, a position that was uncomfortable before but possible now") and metal poisoning ("overdose of two heavy metals: nickel and antimony, three times higher than normal/ poisonous inserts") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In 2014, the patient experienced menopause ("menopause"). On an unknown date, the patient experienced pelvic discomfort (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant), procedural pain ("pain from the laparoscopy wounds and in the tummy"), arthralgia ("joint pains/pain in my hips "), myalgia ("muscle pains"), respiratory disorder ("ent disturbances"), fatigue ("constant fatigue"), sexual dysfunction ("sex life reduced to nothing for so long"), musculoskeletal pain ("pain in my right buttock") and chest pain ("pain in my insteps"). The patient was treated with surgery (laparoscopy and essure removal). At the time of the report, the pelvic discomfort and chest pain was resolving, the metal poisoning, procedural pain, arthralgia, myalgia, respiratory disorder, fatigue and sexual dysfunction outcome was unknown, the musculoskeletal pain had resolved and the menopause had not resolved. The reporter considered arthralgia, chest pain, fatigue, menopause, metal poisoning, musculoskeletal pain, myalgia, pelvic discomfort, procedural pain, respiratory disorder and sexual dysfunction to be related to essure. The reporter commented an article on a blog. She wanted to be sure that the poisoning was due to the inserts and to show proof to the surgeon who operated her. Physician stated that he would remove them from the tubes after ablation and that he would remove the ovaries to avoid any risk of cancer. She is 56 years old at the moment of this report. She kept her poisons in a glass jar. She was as on convalescence for 18 days after device removal. The intestines which emptied themselves of gas after 3 days, but in her flesh. No drugs were taken. She was planning to have a plain film of the abdomen before the repeat check-up on (B)(6). And then in a few months, repeat screening to see whether she has detoxified. Diagnostic results: the blood tests to screen for heavy metals were performed in march. An overdose of two heavy metals: nickel and antimony, three times higher than normal. The allergy tests performed the screening were negative. 3-d ultrasound was performed in the day before the procedure in order to locate the inserts: they were indeed in the uterine tubes. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic discomfort. The analysis in the global safety database revealed 26 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.